Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the autofill connection was loose. The company representative tightened the autofill connection. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.